Manufacturer narrative:
(B)(4). A system error (se) 2240 was found in the review of the event logs of homechoice (hc). The assignable cause for the se2240 was undetermined. The lot number is unknown therefore a batch review was not performed. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found a system error 2240 (air in set) in the patient logs. This event occurred on (B)(6) 2010 during drain cycle 7. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer, therefore, the device was not requested for evaluation and a batch review will not be conducted.